Manufacturer narrative:
(B)(6). Concomitant medical product: erbe generator & boston scientific active cord. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-02567 for the other associated device information. It was reported to boston scientific corporation that two radial jaw 3 hot single-use biopsy forceps were used during a colonoscopy procedure performed on (B)(6) 2010. According to the complainant, during preparation for the procedure, the active cord did not fit the handle of the forceps kept falling out. A second radial jaw 3 hot single-use biopsy forceps was used and the same thing happened. The procedure was completed with a third radial jaw 3 hot single-use biopsy forceps device and the same active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.